Event description:
There was no pt involved in this event. This device malfunctioned because the status indicator was flashing red and the device was emitting a low battery warning. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The pad device was installed on (B)(6) 2010 and operated successfully until a failed self-test on (B)(6) 2010. The user was alerted to the problem by the red led status indicator being illuminated and an audible beep. A visual inspection of the pad device revealed a defective pogo-pin. This is believed to have occurred over time after dispatch. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.